Manufacturer narrative:
Qn# (B)(4). The customer returned one catheter for evaluation. Visual and microscopic examination of the juncture revealed a hole in the juncture hub. In addition, a zig-zagged ruffled line was found on the juncture hub leading to the hole. No other anomalies were found on the catheter. The returned catheter extension lines were attached to a 10 ml syringe from lab inventory filled with water. The distal extension line showed no leaks when the plunger was depressed. The proximal extension line showed leakage on the juncture hub when depressed. The leak is consistent in location with the hole that was found during the visual examination. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "to minimize the risk of pressure induced damage to catheter, do not expose to pressures above 50 psi. Common sources of potentially high pressure include: syringes smaller than 10 cc used to irrigate or declot an occluded catheter (a fluid filled 1 cc syringe can exceed 300 psi6), certain radiographic procedures, and infusion pumps with occlusion pressure limits above 50 psi." The IFU also warns not to suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow and to not use scissors to remove dressing to minimize the risk of cutting the catheter. The reported complaint of a juncture hub leak was confirmed by complaint investigation. Visual and microscopic examination of the juncture revealed a hole in the juncture hub, causing it to leak when the proximal lumen was used. In addition, a zig-zagged ruffled line was found on the juncture hub leading to the hole. A non-conformance request was issued previously for this issue. The manufacturing facility concluded that similar damage (such as the zigzag line found leading to the hole) could not be recreated on the manufacturing line. However, the manufacturing facility was able to recreate similar damage by using a tool to purposefully pinch the hub. This type of process is not included during manufacturing. Therefore the most probable cause is that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "the catheter is passed through the peelable needle and the two lines are irrigated, identifying that at the level of the bench butterfly it is broken, so it is necessary to request another catheter".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "the catheter is passed through the peelable needle and the two lines are irrigated, identifying that at the level of the bench butterfly it is broken, so it is necessary to request another catheter".